Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an unrelated procedure. Upon review, the right ventricular lead exhibited increased capture and increased impedance. The lead was capped and replaced during the unrelated procedure on (B)(6) 2019. The patient was stable throughout.